Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Insulation damage was noted at 31.5-33.0cm from the connector pin, consistent with clavicle crush damage. The pacing coil was fractured at this location. External insulation abrasion was noted at 20.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient expired. Review of ECG revealed that the patient was in vf. Device interrogation revealed that the vf was undersensed, and no therapy was delivered. Only two episodes of noise were seen since implant in (B)(6) 2004. All lead electrical parameters were normal. The lead was connected to a competitor device.